Event description:
Customer reported leaking from a cracked IV set smartsite valve. They did not know if the smartsite was leaking during an IV push or while an infusion was running. There was no patient harm or medical intervention required. Customer state that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for evaluation.